Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 3-4 functional mitral regurgitation, shortness of breath, and a dilated left ventricle for a second mitraclip intervention. The first clip intervention was performed in 2021, and the mr was reduced from grade 4 to 1 with two xtw clips implanted. The clip remained stable on both leaflets, and per the physician the mr returned due to disease progression from left ventricular dilation (mr returned greater than 90 days from the original procedure). The plan for the second clip intervention was to place a third xtw on the lateral side of the two previous clips (lateral side of anetior2/posterior2 [a2/p2]) where mr was severe. There was mild mr on the medial side of the clips. There were no issues with the grasping and leaflet insertion. One grasp was attempted and successful. During pre-deployment establish final arm angle (efaa), the clip relaxed less than 5 degrees. After the lock line was removed and the deployment efaa was performed, the xtw opened more than 5 degrees to approximately 40 degrees. To troubleshoot, the clip was closed and a repeat deployment efaa check was performed. The clip opened greater than 5 degrees, to approximately to 30 to 40 degrees. The plan after that was to close the clip back to 20 degrees and only come back to neutral. The clip relaxed greater than 5 degrees, but not as much as when testing the lock (approximately 30 degrees). After deployment the clip opened again to 30-40 degrees. The mr was reduced to grade 1-2. There were no adverse patient effects.

Manufacturer narrative:
All available information was investigated, and the reported clip open while locked and clip open during efaa could not be tested via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open while locked and clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling. This event was further reviewed by a staff engineer clinical r&d, and the reviewer stated that ¿two (2) fluoroscopic still images were provided. Both images were taken during the second procedure in which a third clip (reported device) was implanted. The first image (titled "open clip") was taken during active use of the third clip (reported device) in which the clip is in a grasped position. The clip is attached to the delivery catheter (dc) shaft indicating the image was taken prior to deployment (mechanical separation). Presumably, the image was taken during second efaa attempts in which it was reported that "the xtw opened more than 5 degrees to approximately 40 degrees. To troubleshoot, the clip was closed and a repeat deployment efaa check was performed. The clip opened greater than 5 degrees, to approximately to 30 to 40 degrees." The pre-deployment clip arm angle appears to be ~40° - 45° and aligns with the reported incident details. The second image (titled "open clip 2") was taken immediately post deployment of the third clip (reported device) in which the dc shaft has been mechanically separated from the clip and retracted against the steerable sleeve. The clip arm angle appears to be ~40° - 45° and consistent with the observed angle in the pre-deployment image. While the angles stated in this evaluation are estimations based on visual assessment with the unaided eye and is not confirmed, it is apparent that the observed arm angle in the images is notably larger than the fully closed position per the instructions for use (typically ~10° - 30°). Therefore, the reported clip open during efaa and post deployment clip open while locked (cowl) are confirmed.¿